Event description:
Patient reported obtaining back-to-back blood glucose results of 70 mg/dl, 120 mg/dl, and 186 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.